Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the patient's bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the nurse pressed the pedal and wire would not cut. As the pedal was pressed for the second time, the nurse felt a tingling sensation (shock) on her hand which lasted for two seconds, the nurse was wearing examination gloves and there was no injury to the nurse. The procedure was completed with another hydratome rx 44 using the same bsc active cord. Additionally, it was reported there were no issues with generator and active cord used in the procedure there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.